Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e. Retainer ring = black. On 14-sep-2021 customer reports low battery alarm or short battery life. Pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery, replace battery alert/replace battery now alarms during testing. However, found in the pump history low battery alerts on 09/14/2021 06:52:00. 06:52:06 due to esd latch-up on an ic (excess load is placed on the vcc rail). Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Unit had scratched case. Unit p-cap / test reservoir lock in place properly. In conclusion, pump received with unexpected low battery alarms in the pump history due to esd latch-up on an ic (excess load is placed on the vcc rail).

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.